Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during a dwell cycle. Gts helped the patient clear the error and explained the error indicated that air had entered into the disposable set. The patient elected to stop therapy early for the day. The patient stated they opened the clamp on one of the supply bags. No injury or medical intervention was reported.